Event description:
The report received from the affiliate indicated that the hub snapped off the catheter. The breakage occurred as it was being removed from the package. The product will be returned for analysis.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.